Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, the distal tip of an ideal suture grasper came away from its shaft and into the patient's joint space. The fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. This added 10 minutes to the procedure.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter is a follow-up report.